Event description:
It was reported that the image on the 7600 system would fade in and out during a case. The 7600 system had to be rebooted, and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended, and put back into service.